Manufacturer narrative:
Eval summary: as returned, a portion of the impactor has fractured off. Only the impactor pad was returned for review. Impactors become damaged through repeated use due to impactions. Impactors or impactor heads should be replaced when the part is no longer functioning. The impact pad had a potential field age of approx 4 years at the time of review. In general, wear of this nature is from normal wear and tear. Review of the device history records was also not possible as the product and/or lot numbers required for retrieval were unavailable. It is not suspected that the product failed to meet specifications. The investigation could not verify or identify any evidence of product contribution to the reported problem. Based on the available info, the need for corrective action is not indicated. Should add'l substantive info be rec'd, the complaint will be reopened. Zimmer, inc considers the investigation closed.

Event description:
While impacting femoral implant, the black plastic holding piece fractured.